Manufacturer narrative:
The device was returned and analyzed. Visual inspection of the ipg did not find any anomaly. Functional testing was performed and the ipg operated to specifications. The manufacturing records were reviewed and no non-conformities were found

Manufacturer narrative:
The device was explanted but not returned. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the patient developed headaches after implant of the device. The patient had obtained effective pain relief from the device, but decided to explant the device. There have been no reports of further complications regarding this event.